Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not boot up and there was a wet spot on the screen. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) successfully booted the ccm up but found that the mouse was all over the place and the arrow wanted to hover over a spot in the bottom right hand corner. The fsr replaced the ccm. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block:h6 the reported complaint was confirmed. Per data log review: since the central control monitor (ccm) would not boot up, the system and local area network/interface board (lan/if) logs could not be exported. Based on a larger roller pump log on 12aug2022, the system was powered up, the ccm communicated with the pump and set the system direction and date/time. No buttons were pressed and the system was power cycled multiple times with the same results. This indicated that the ccm was actually running but was possible the display was off. During laboratory analysis, the product surveillance technician (pst) powered the ccm on and off three times, each time booting up to the splash screen successfully. It was determined that the ccm met specification. The service repair technician (srt) monitored the unit during testing for any boot up issues and no issues could be replicated. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.